Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt is experiencing glare. The pt's visual acuity is 1.0 (20/20). The association between this event and the iol is not known.